Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after the initial intraocular lens (iol) implant procedure, a patient complained of "blurred vision and poor near vision" and a clinical reason of "dysphotophia". This required the removal of the iol in a secondary surgery. Additional information has been requested.

Manufacturer narrative:
The explanted lens was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products are unknown. The root cause cannot be determined for the reported event. Facility representative reported an explanted intraocular lens with reason " blurred vision; poor near vision." Clinical reason given "dysphotopsia." Which was replaced with a monofocal toric. Based on the information that a trifocal toric lens model was replaced with a monofocal toric lens model (diopter unknown) may indicate that the replacement lens model type (monofocal toric) was better suited to this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).